Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the unit just shuts off and then the lightcable turns green and the touchscreen is scrambled.